Event description:
It was reported that (2) devices were used during a prostatectomy. It was reported by the affiliate that when using the mcl20, the surgeon found the handles very stiff to squeeze when trying to close clips around vessels. It required force to advance the clips and they would not close completely. Hence, each time a clip was placed, it fell off. The surgeon then proceeded to remove the trocar from the sleeve and continue the procedure. There was no consequence to the pt.